Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The caller stated that they were unable to clear the alarm because the keypad was unresponsive. The customer's blood glucose was 113 mg/dl. The caller stated that they were working outside and the insulin pump was against their skin, possibly, sweat. The customer was advised to protect the insulin pump from direct sunlight while working outside since the since the sunlight can affect the insulin. The discontinuation of the device was advised. Nothing further was reported.